Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure (patient age, gender and weight are unknown). According to the complainant, the jagwire guidewire was inserted into the target site and it was noticed that the pebax coating had detached. The procedure was completed with another device (device unknown). After the procedure, the physician noticed that the device was beyond its expiration date by approximately one year. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
A visual inspection revealed the presence of abrasion marks in the pebax. There were also several sections of missing pebax, exposing the core wire. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The cause of the failure cannot be determined.